Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on [pa date testing completed] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k073231.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was giving the patient inaccurate high readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that on (B)(6) 2012 at 8:30am, the patient developed symptoms of feeling "lethargic, cold, clammy, and of having difficulties in speaking" and shortly after, the emergency medical service (ems) was called in. The reporter stated that the patient reported a blood glucose result of "193mg/dl" with the subject meter and a reading of "123mg/dl" on the ems device, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient was administered with IV glucose in response to the symptoms. The reporter stated that the patient manages her diabetes with the insulin pump. It is not known if the patient made any changes to her usual diabetes management routine in response to the reported issue. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient was using expired test strips and the incorrect cleansing of the puncture area. Replacement products have been sent to the patient. Although, the patient was already symptomatic prior to the start of the alleged issue, this complaint is being reported because, the patient received medical treatment after the reported issue began.